Event description:
The facility reported an infusion pump with "won't shut off. Ahen it does go off, it turns back on". It is not known if this occurred while infusing. The facility's representative stated that no pt injury was reported on this pump since the last baxter service event. Onfo regarding pt demographics, medication involved and device programming was requested but none was provided.